Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a damaged battery. This condition had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that there was no known patient involvement and no reports of patient injury or medical intervention. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). Additional information: quality engineering has found that the condition of the device with a damaged battery resulted from user error. A service history review was performed revealing there have been previous reported problems with this device that are the same as or similar to the reported condition.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with damaged battery was confirmed during product evaluation in the pump's event history. This condition was caused by depleted main batteries. The main batteries were replaced to correct the reported condition. Additional information: the root cause investigation is in progress through mdq-CAPA-(B)(4).